Event description:
Per provider, the pump is leaking oil. Oil has dripped on floor. (B)(4) dealer did not want to give any patient information. Patient complained about leaking oil on floor but was able to be cleaned up per dealer.